Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 32 mg/dl. Customer attempted to self-treat with b10 and saline and was additionally treated with intravenous fluids of saline at the ER to address bg. Customer was discharged from the ER the same day with the issue resolved and no permanent damage. Reportedly, the customer accidentally delivered a 20unit bolus. Recommendation was made to consult with healthcare provider regarding diabetes management.